Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, scratched and worn lcd window, and missing end cap sticker.

Event description:
It was reported the insulin pump had many scratches and the display was worn. Customer's blood glucose was not provided. No further information reported.